Event description:
Complainant alleged that during a shift check, when the autopulse platform was powered on, it displayed a user advisory (ua07) (discrepancy between load 1 and load 2 too large) message. The user advisory was unable to be cleared by powering the device on/off. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Visual inspection results: the autopulse platform (B)(4) was returned for evaluation. Visual inspection was performed and no damages were observed. Functional inspection results: during powering on of the device, a ua 7 fault (discrepancy between load 1 and load 2 too large) was displayed. No further functional testing could be performed due to the fault. Further inspection confirmed that one of the load cells had failed causing the ua 7 fault. Archive review results: there were multiple ua 7 faults reported, including an occurrence on (B)(6) 2014. No ua 7 faults were observed on the reported event date of (B)(6) 2014. Battery management assessment: an archive review for battery management was performed and no issues were observed. Parts replaced: based on the investigation, the parts identified for replacement is the failed load cell. Conclusion: in summary, the reported complaint of a ua 7 fault occurring was confirmed based on the archive review as well as during initial powering on of the platform. The fault was found to be due to one of the load cells failing.